Manufacturer narrative:
Corretions - b1 - reported as: product problem - correct to advers event. B2 - reported as: not ticked - correct to: required intervention to prevent permanent impairment/damage. B5 reported as - the reporter indicated that the surgeon implanted a implantable collamer lens into the patient's eye. Repositioning surgery is required. Additional information has been requested but none has been forthcoming - correct to - the reporter indicated that the surgeon implanted a implantable collamer lens into the patient's eye. Repositioning surgery don. Additional information has been requested but none has been forthcoming h6 - health effect - impact code(f) reported as 2199 - correct to: 4628. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a implantable collamer lens into the patient's eye. Repositioning surgery is required. Additional information has been requested but none has been forthcoming.